Event description:
When the tracheostomy tube was inserted the cuff provided a good seal. Pt's ventilator was set on a 700 ml tidal volume and the exposed volume was consistently greater than 600 ml. About 16 hrs later the respiratory therapist was called to the room because the pt was anxious and the ventilator low volume alarm was constantly alarming. The respiratory therapist tried to deflate the tracheostomy tube's cuff for removal but could not. She then tried to put a little air in for a better seal but again could not. Then she tried again to deflate the cuff and was able to deflate enough to remove the tube from the pt.